Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had a sensor error and differences in sensor glucose and blood glucose readings. Customer's blood glucose was 142 mg/dl at the time of the incident. Customer had just turned the sensor on when he received the alert. Customer stated that he woke up in the middle of the night due to the sensor reading at 40 mg/dl when his blood glucose was 142 mg/dl. Customer shut it off and turned it back on in the morning. Customer received a sensor error alert and lost sensor alert. Customer also received a calibration error. Customer removed the sensor and stated that it was damaged. Customer stated that he has been doing a lot of climbing. Customer stated that he wants to remove the sensor. Customer will be shipped a replacement sensor.

Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.